Manufacturer narrative:
Patient information: no specific patient information was provided. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, field performance review and a review of labeling. Review of complaint activity did not identify any adverse or non-statistical trends for the architect stat troponin-I assay. An increase in complaint activity was not identified for falsely elevated results with reagent lot 32122un17. Device history records were reviewed for the likely cause lot, which did not identify any issues associated with the complaint issue. Labeling was reviewed and sufficiently address the customer issue. Using worldwide field data the historical performance of reagent lot 32122un17 was evaluated and compared to the performance of all architect stat troponin-I reagent lots in the field. The patient data was analyzed and compared to an established control limit. The patient median results for lot 32122un17 is within the established control limits. Therefore, no unusual reagent lot performance was identified for lot 32122un17. Based on the available information, no systemic issue or deficiency of the architect stat troponin-I assay was identified.

Event description:
The customer reported falsely elevated architect stat troponin-I results for one patient. The initial sample was tested in duplicate on two architect analyzers generating initial and repeat results of 0.22 and 0.01 ng/ml on both analyzers. A new sample was collected and generated an initial result of 0.74 ng/ml (on both analyzers) and a retest result of less than 0.01 ng/ml (on both analyzers). The customer further indicated the physician questioned the initial elevated results from both samples as they did not correlate to the patient's clinical history. The customer uses a normal reference range of less than 0.01 to 0.03 ng/ml. No adverse impact to patient management was reported.